Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Possible false positive sars results for an unknown number of patients. The symptomatic status of the patients is unknown. The customer communicated that they have had approximately 1 result of concern every couple of weeks to a month out of hundreds of tests ran. The results were discrepant with molecular (pcr testing). The customer was unable to provide further details and clarification.